Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.

Event description:
Patient was revised to address acetabular cup loosening, pain and metallosis. It was noted that the acetabulum had a small defect filled with black tissue. **update** (B)(4) 2012: litigation documents were received. Litigation alleges that the patient suffered injury and excessive levels of chromium and cobalt. There is no new information that would change the outcome of the investigation. **update** (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Patient was revised to address acetabular cup loosening, pain and metallosis. It was noted that the acetabulum had a small defect filled with black tissue.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.